Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks around the battery compartment around the middle. The customer was not aware of any knocks or drops. The product was returned for analysis.